Event description:
On (B)(6) 2014 -envoy medical was notified of a sound processor replacement due to battery depletion. This particular sound processor was implanted for 2.66 years, which is less than the expected worst case battery life for normal operation. Event timeline: (B)(6) 2012- original implant surgery (left ear); (B)(6) 2013- patient received audiological fitting-sound processor battery was measured at 2.775v; (B)(6) 2014 - patient received audiological fitting-sound processor battery was measured at 2.282v; (B)(6) 2014 - sound processor replaced due to battery depletion; (B)(6) 2014 - device was received at envoy medical for evaluation.

Manufacturer narrative:
Device evaluation summary: test results from (B)(4) 2012 (during device MFR) were reviewed. Sound processer (sn (B)(4)) passed all full-functional testing. Within that testing, the initial battery voltage of 2.8 was confirmed to be within specification (2.70-2.90). The adequacy of the battery's voltage at the time of implant (april 2012) is supported by the battery voltage measurement of 2.775v during an audiological fitting at 10 months post-implant. The sound processor (sn (B)(4)) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some minor surface scratches. The sound processor was interrogated to reveal the setting it was programmed to. The settings were found to be reset to a default state due to depletion of the battery. The battery's voltage was tested and confirmed to be depleted. The sound processor battery voltage was confirmed to be sufficient at both release testing and 10 months post-implant. It was also confirmed to be depleted at the time of explant, though no root cause of the early battery depletion has been identified.